Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 mar. 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a tortuous anatomy. During the procedure, the valve was able to be implanted successfully. Post-implant, dissection was noted in the right femoral artery near the access site. Vascular surgical intervention was performed to treat the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Physician believes that one of the perclose suture plates may have caught some calcium and caused the dissection during closure. The patient was in a stable condition and subsequently discharged.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a tortuous anatomy. During the procedure, the valve was able to be implanted successfully. Post-implant, dissection was noted in the right femoral artery near the access site. Vascular surgical intervention was performed to treat the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Physician believes that one of the perclose suture plates may have caught some calcium and caused the dissection during closure. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of vascular dissection was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported vascular dissection could not be conclusively determined. The cause of the reported surgical intervention is related to case specific circumstances, as vascular surgery was performed to treat the dissection. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.